Manufacturer narrative:
This supplemental report is being submitted to provide product information (manufacturing date). Updated field: h4.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Based on the results of the investigation, the reported event was likely caused by either excessive or inadequate physical force exerted on it by another object resulting in wear, bending, deformation, fracture, or fatigue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had no angulation movement. There was no patient involvement.